Manufacturer narrative:
Additional information: e1: phone number: (B)(6). Correction: e1. Investigation-evaluation: cook was notified that a type 3b endoleak was identified on an unknown cook zenith flex with spiral-z technology aaa endovascular graft iliac leg during a re-intervention procedure. The male patient was 91 years old at the time of the event. Initially, cook was notified that the suprarenal stent of a zenith low profile aaa endovascular graft main body had separated from the main body graft and caused an endoleak and refilling of the aneurysm sac. The suprarenal stent separation was identified during a computed tomography (CT) scan. Approximately three months later, the patient presented with abdominal pain on (B)(6) 2024. Another CT scan was completed. The CT scan results showed rapid growth (+8 mm) of the aneurysmal sac. In a semi-emergent procedure, the patient required a laparotomy with aortic clamping above the renal arteries to perform a partial explant of the zenith low profile aaa endovascular graft main body. During the explant procedure, a (type 3b endoleak)/hole was also identified in the zenith low profile aaa endovascular graft iliac leg. A bifurcated device from a competitor was then placed in the patient and the patient then underwent an aorto-bi-iliac bypass. On (B)(6) 2024, the patient presented with hemodynamic instability and digestive signs raising fears of digestive distress, such as septic shock and mesenteric ischemia. The patient was taken for an exploratory laparotomy by the digestive surgeons which turned out to be unsuccessful. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Additional information (imaging, patient outcome, explanted device return, location of iliac leg device, procedural notes, pre-existing conditions/co-morbidities, neck anatomy shape, original implant date, implanting facility) were requested. However, no further information was provided. Reviews of documentation including the complaint history, drawing, quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. No imaging was provided for the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field a review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is supplied via a one-device lot. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.1 general ¿ read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient. ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging. Lengths. ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection. ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: ¿ aneurysm enlargement. ¿ aneurysm rupture and death. ¿ endoleak. ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; peri graft flow; and corrosion. 8 patient counseling information. ¿ all patents should be advised that endovascular treatment requires life-long, regular follow-up assess their health and the performance of their endovascular graft. Patents with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. Final angiogram. 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kins and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12.1 general. ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ physicians should evaluate patients on an individual bases and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Based on the information provide and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg?: device not returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that the suprarenal stent of a zenith low profile aaa endovascular graft main body had separated from the main body graft and caused an endoleak and refilling of the aneurysm sac. The suprarenal stent separation was identified during a computed tomography (CT) scan. Approximately three months later, the patient presented with abdominal pain on (B)(6) 2024. Another CT scan was completed. The CT scan results showed rapid growth (+8 mm) of the aneurysmal sac. The patient required a laparotomy with aortic clamping above the renal arteries to perform a partial explant of the zenith low profile aaa endovascular graft main body. During the explant procedure, a (type 3b endoleak)/hole was also identified in the zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient then underwent an aorto-bi-iliac bypass. On (B)(6) 2024, the patient presented with hemodynamic instability and digestive signs raising fears of digestive distress, such as septic shock and mesenteric ischemia. The patient was taken for an exploratory laparotomy by the digestive surgeons which turned out to be unsuccessful. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The subject of this report is the type 3b endoleak/hole discovered on the zenith flex with spiral-z technology aaa endovascular graft iliac leg during the explant procedure.